Event description:
It was reported that the patient's log files were submitted with concern of low flow alarms. The patient was hypovolemic and had a possible gastrointestinal bleed. The log files showed 217 low flow hazard events with estimated flow below 2.5 liters. The gi bleed was confirmed through an endoscopy and resolved through endoscopic procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted with concern of low flow alarms. The patient was hypovolemic and had a possible gastrointestinal bleed. The log files showed 217 low flow hazard events with estimated flow below 2.5 liters. The gi bleed was confirmed through an endoscopy and resolved through endoscopic procedure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log files provided by the account confirmed continuous low flow alarms. According to the account, the patient was clinically hypovolemic and was experiencing a gastrointestinal (gi) bleed. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported gi bleeding and hypovolemia could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2022 through (B)(6) 2022. Constant low flow hazard alarms were observed throughout the log file. The pump appeared to be functioning as intended, remaining at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that the low flow hazard alarm is triggered when flow is less than 2.5 liters per minute (lpm). The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low flow hazard alarms) and how to respond to each alarm condition. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Ng was confirmed via an endoscopy procedure. The patient underwent an endoscopic procedure to treat the bleeding. The account communicated that the bleeding resolved. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further information was provided. The manufacturer is closing the file on this event.